Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 06/2021.

Event description:
It was reported that during a port placement, the huber needle broke in a port while fusing. There was no reported patient injury.

Event description:
It was reported that during a preparation of port placement, the huber needle allegedly broke in a port while flushing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one straight non-coring needle was returned for evaluation. Visual and microscopic were performed. The investigation is confirmed for the reported needle break and identified deformation, material separation issue as complete break in base and a bend in the middle of the huber needle were noted. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 06/2021), g3, h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.